Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6), 2011, the pt was implanted with the gore excluder aaa endoprosthesis featuring gore c3 delivery system to treat an abdominal aortic aneurysm. On (B)(6), 2011, a post deployment computed tomography (CT) scan showed a kinking of the left common iliac and relevant stenosis of the left limb of the endoprosthesis. On (B)(6), 2011, the pt underwent a re-intervention to treat the kinking and stenosis and a cordis smart stent was implanted. The procedure was successful with no complications. It was reported that the pt's left common iliac artery had a stenosis prior to implant that may have contributed to the kinking.